Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. This is the first of two reports from this facility. (B)(4).

Manufacturer narrative:
Four knife samples were received by manufacturing in opened blisters packages. The returned samples were inspected per facility procedure with the following visual results: two samples were nonconforming with damaged tips and cutting edges while the other two samples were nonconforming with damaged tips. The final customer lot number was identified. One component knife lot was used to make up the customer's identified lot. A device history record review was conducted and no anomaly was found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history record review. The lot complaint history was reviewed which revealed that this is the first complaint for the reported lot number. How the blades became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. (B)(4).

Event description:
A pharmacist reported that five knives were noted to be blunt prior to use. Additional information has been requested.